Manufacturer narrative:
The device was tested, however no results were available as the device was no working at all. Additional analysis will be perform. If information is provided in the future, a supplemental report will be issued.

Event description:
When the hand-piece started to work, rotation sound was noted but the hand-piece did not rotate and gradually did not operate and then overheated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: manufacturing date: (B)(4) 2011.